Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 31-aug-2023. H.6. Investigation summary: fifty-six samples from lot 22035029 were received in sealed packaging for investigation. The feedback provided by the customer suggests upon removing the syringe, fluid backflow was detected into the maxzero. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have contributed to the customer's experience. All the returned samples were subjected to functional testing by connecting to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; no flow issues or leakage were detected throughout testing. The samples were then subjected to pressure testing; again no leakage was detected from the maxzero device in each instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22035029 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported backflow. Please note the maxzero is not a back check valve and under certain circumstances it is possible for blood to back flow into the maxzero. As stated in the directions for use "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months.

Event description:
It was reported that during use with an unspecified amount of bd maxzero¿ needleless connectors backflow occurred as well as line was occluded. The following information was provided by the initial reporter: there is a back flow when taking flush syringe out, infusions does not flow. During use.

Event description:
It was reported that during use with an unspecified amount of bd maxzero¿ needleless connectors backflow occurred as well as line was occluded. The following information was provided by the initial reporter: there is a back flow when taking flush syringe out, infusions does not flow. During use.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.